Event description:
On (B)(6) 2021, zoll received a medwatch report # mw5103253: intravascular balloon on cooling system ruptured. The patient received 500cc of ns intended to cycle through the balloon and cool the patient, not be infused into the patient. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and investigation has been completed.